Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff repair surgery the implant has slipped out of prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 06-jun-2025 further information was received that clarifies the issue: it was reported that the implant did not anchor.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the soft anchor was disengaged from the shaft of the knotless 1.8 fibertak® soft anchor, gen2, with #2 suture. No damages were observed on the soft anchor/sutures. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.